Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) event as customer was without insulin for an extended period of time. The customer's blood glucose was 527 mg/dl. The customer reported forgot to change the cartridge at the proper time and the cartridge had emptied. The customer was assisted by the ambulance which provided insulin to lower blood glucose but was not admitted to the emergency room.